Manufacturer narrative:
During use of the e360 ventilator, a 'no communication' alarm occurred. The device was returned and the investigation found no fault with the returned device. The device ran successfully for 5 days without incident.

Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that during patient use of the e360 ventilator a "no communication" alarm occurred. The ventilator stopped cycling. The patient was transferred to another ventilator. There were no negative patient consequences reported.